Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy due to incorrect programming of therapy detection enhancements. After the delivery of the third shock, the shock channel electrogram (egm) exhibited a changed morphology. Eventually all shock therapy was exhausted, leaving the patient in a ventricular arrhythmia. A device interrogation was performed and no programming changes were made at that time. No adverse patient effects were reported at that time. Subsequently, a few days after the patient was evaluated, technical services (ts) was contacted for further troubleshooting and programming options for this patient. Upon review, it was found that the patient has the right atrial (ra) lead programmed off, but atrial detections for therapy decisions were still programmed on, thus leading to the inappropriate therapy observed. Ts provided programming options. The physician opted to admit the patient to the hospital where the patient underwent an atrioventricular (av) node ablation procedure for the rapid ventricular response secondary to the atrial arrhythmia. Device optimization was performed post procedure. The device system remains in service. No additional adverse patient effects were reported.